Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system, single was used during a mid - urethra sling placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician identified bladder perforation during cystoscopy after placement of solyx sling. The solyx barb was left inside the patient's right obturator internus muscle when the physician pulled the mesh to remove the sling from the patient. The physician thought that he may have perforated the left side of the patient's bladder during dissection prior to placement of the sling. The procedure was not completed due to this event. There was no medical intervention done to the patient. The physician said that he will allow the bladder to heal on its own. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.